Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged locking components were found. Device was subsequently repaired.

Event description:
Customer reported the device cannot attach cutters and accessories. Device was returned for service/calibration/upgrade/an unknown reason. During service, technician found latch / coupling shaft: faulty, damaged, deformed, bearing was worn from use and overheated, a worn hose, exceeded the expected temperature results, and device failed the rotational speed test. This is report 1 of 1 for (B)(4).